Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported the reason they got stimulation was to treat pain in the neck and arms. It was noted it was suggested they get a second stimulator to cover their lower extremities, but they couldn¿t receive two implants during the procedure. For three years prior to this the consumer had been getting radiofrequency ablation in their neck and had been diagnosed with fibromyalgia. It was further reported in the last three months they had suddenly become very sensitive to stimulation in the left arm due to ulnar nerve damage, so they had to turn stimulation down. However, with stimulation set lower it didn¿t help the other parts of their body, and they experienced a loss of therapy. It was also noted the consumer was very sensitive to stimulation on the left side of their neck so they had treatments performed at physical therapy to help with the sensitivity, but they were told it could take up to three months to notice a decrease in the sensitivity. It was noted the consumer had noticed a decrease in sensitivity in the neck, but not in the left arm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.